Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and hard and painful left breast.

Event description:
Treating physician reported left side capsular contracture baker grade IV and hard and painful left breast, diagnosed by an MRI. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Treating physician reported "capsule compaction. Clinically hard and painful left breast", diagnosed by an MRI. The MRI report stated there is "indirect evidence of capsular contracture, baker grade IV". The device remains implanted.

Event description:
Treating physician reported, left side capsular contracture, baker grade IV. And hard and painful left breast. The device remains implanted.